Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed with a blood leak. Blood was seen pooling outside the fibers in the dialyzer. Estimated blood loss was 300cc's. Pt had no ill effects. Sample is available.